Event description:
It was reported that when drawing the morning arterial blood gas, the vamp was not filling all the way. Blood started to drip from the tubing connected to the vamp, and when the tubing was moved to place a washcloth underneath the vamp, the tubing fell apart.